Manufacturer narrative:
The suspect device is not expected to return. A review of the device history and complaint data base could not be reviewed since the lot number was not provided.

Event description:
Account reports that during a uterine artery myoma embolization, pain developed at the site after injecting one syringe of 700-900 microns embosphere microspheres. On (B)(6) 2017, the patients pain resolved later in the afternoon. The discharge date was postponed one day. On (B)(6) 2017 the patient was discharged from hospital.